Event description:
The customer reported a "haze" in the room. The customer stated that there were no physical complaints related to the reported "haze". The asp field service engineer (fse) went to the facility and repaired the unit.